Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the lot are within the established limits and comparable to the historical reagent lot performance. A review of tracking and trending for the product and the lot did not identify an increase in complaint activity. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 73259ud00, was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 55-year-old male patient with myocardial infarction. The following data was provided: sample ID (B)(6) result, on (B)(6) 2025, was 706 pg/ml, repeat result was similar; patient¿s troponin t result was 0.026, which is normal. The patient¿s previous results in (B)(6) 2025 were 5945 pg/ml and 10,610 pg/ml when hospitalized. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 55-year-old male patient with myocardial infarction. The following data was provided: sample ID (B)(6) result, on (B)(6) 2025, was 706 pg/ml, repeat result was similar; patient¿s troponin t result was 0.026, which is normal. The patient¿s previous results in (B)(6) 2025 were 5945 pg/ml and 10,610 pg/ml when hospitalized. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21 (alinity I stat high sensitivity troponin-I), and a 510k number of k202525.